Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 988077) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). At the time of the report, the dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: essure insertion details: the devices were placed without difficulty. 4 coils were visible on the left and 4 coils were visible on the right from the tubal ostia. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in an adult female patient who had essure (batch no. 988077-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial ablation. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (da vinci total laparoscopic hysterectomy). Essure was removed on 24-aug-2012. At the time of the report, the dysfunctional uterine bleeding and dysmenorrhoea outcome was unknown. The reporter considered dysfunctional uterine bleeding and dysmenorrhoea to be related to essure. The reporter commented: essure insertion details: the devices were placed without difficulty. 4 coils were visible on the left and 4 coils were visible on the right from the tubal ostia. Lot number reported (988077) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.